Event description:
No death or serious injury was associated with this incident. The account reported three incidences where the instrument reportedly did not pipette sample. Issue is with a false positive for an antibody screening. Issue is with an mts monoclonal abd and reverse grouping gel card and a mts anti-lgg gel card that were not pipetted properly. No false results were reported as the customer manually finished pipetting the test. Issue is not pipetting plasma into the reverse, grouping of the mts monoclonal abd and reverse grouping gel card resulting in a false negative reaction. No erroneous results were reported and no pt's were transfused as a result of these incidences.